Event description:
Procedure type; laparoscopic cholecystectomy. According to the reporter: a foreign material fell into the patient's cavity. It was retrieved. It looked like a piece of 5mm sleeve. The roticulated tip part of the device had burr. There was no bleeding reported. Nothing fell into the patient's cavity. There was no tissue damage, nor was the operating time extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).